Manufacturer narrative:
Lemo connector blue seal replaced. Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that the rear rotation knob will not turn the probe. There was no patient consequence reported. Case was completed using the st holster.